Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen and the controller was not syncing with the neurostimulator. A connection was reestablished and the patient felt stimulation. The patient was able to use the controller. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a bone density test and imaging the day before the report, that was unrelated to device/therapy, and could not raise their stimulation above 0 and had no programs after turning implant back on. Patient stated they thought they were on program 2 or 3 at 3.2v, and had put new batteries in their programmer. Patient synced to their device and saw stimulation was on, but did not have any programs listed and increasing stimulation gave the 'max setting icon'. Patient noted they had bone density test, xrays, imagings, and scans. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.